Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. The imaging provided shows the rod slip at the base of the construct, where the rod has nearly dissociated from the screws. No determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.

Event description:
It was reported that a creo threaded locking cap has come loose post operatively with subsequent rod slippage. This event occurred in austria.